Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump. The hcp was inquiring if there was any recalls related to infections for the "baclofen pumps". The reporter was looking into occurrences of infections that have occurred at their facility, but did not have specific instances available to discuss and did not have any patient information associated to any infections. No additional information was obtained. The event date was unknown as well as patient outcome.